Event description:
The family member of the user of the vent had attested that at about 3:00 pm the ventilator has turned off and family member wasn't able to turn on it. When the technician has gone at pt's home, on the contrary, he was able to turn on the vent. Moreover, the family member has said that family member hadn't tried to switch on ltv, but the event indicates that was not true. Family member attests that there was no audible or visual alarms. No pt harm.